Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4) on 23-jul-2020. The most recent information was received on 05-aug-2020. This spontaneous case was reported by a consumer and describes the occurrence of metrorrhagia ('metrorrhagia') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In 2010, the patient experienced metrorrhagia (seriousness criteria medically significant and intervention required), depression ("depression"), tendonitis ("tendinitis"), sciatica ("recurrent cruralgia"), nephrolithiasis ("kidney stones"), cholelithiasis ("gallstones"), autoimmune thyroiditis ("hashimoto's disease"), cystitis interstitial ("painful bladder syndrome"), adenomyosis ("adenomyosis"), endometriosis ("endometriosis"), tooth disorder ("dying tooth"), mental disorder ("psychological distress") and fatigue ("severe fatigue") and was found to have uterine leiomyoma ("fibroids"). On (B)(6) 2010, the patient had essure inserted. The patient was treated with surgery (hysterectomy and salpingectomy scheduled for (B)(6) 2020). Essure was removed on (B)(6) 2020. At the time of the report, the metrorrhagia, depression, tendonitis, sciatica, nephrolithiasis, cholelithiasis, uterine leiomyoma, autoimmune thyroiditis, cystitis interstitial, adenomyosis, endometriosis, tooth disorder, mental disorder and fatigue outcome was unknown. The reporter provided no causality assessment for adenomyosis, autoimmune thyroiditis, cholelithiasis, cystitis interstitial, depression, endometriosis, fatigue, mental disorder, metrorrhagia, nephrolithiasis, sciatica, tendonitis, tooth disorder and uterine leiomyoma with essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-aug-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This case was initially received via regulatory authority (ansm, reference number: (B)(4)) on (B)(6) 2020. This spontaneous case was reported by a consumer and describes the occurrence of metrorrhagia ('metrorrhagia') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In 2010, the patient experienced metrorrhagia (seriousness criteria medically significant and intervention required), depression ("depression"), tendonitis ("tendinitis"), sciatica ("recurrent cruralgia"), nephrolithiasis ("kidney stones"), cholelithiasis ("gallstones"), autoimmune thyroiditis ("hashimoto's disease"), cystitis interstitial ("painful bladder syndrome"), adenomyosis ("adenomyosis"), endometriosis ("endometriosis"), tooth disorder ("dying tooth"), mental disorder ("psychological distress") and fatigue ("severe fatigue") and was found to have uterine leiomyoma ("fibroids"). On (B)(6) 2010, the patient had essure inserted. The patient was treated with surgery (hysterectomy and salpingectomy scheduled for (B)(6) 2020). Essure was removed on (B)(6) 2020. At the time of the report, the metrorrhagia, depression, tendonitis, sciatica, nephrolithiasis, cholelithiasis, uterine leiomyoma, autoimmune thyroiditis, cystitis interstitial, adenomyosis, endometriosis, tooth disorder, mental disorder and fatigue outcome was unknown. The reporter provided no causality assessment for adenomyosis, autoimmune thyroiditis, cholelithiasis, cystitis interstitial, depression, endometriosis, fatigue, mental disorder, metrorrhagia, nephrolithiasis, sciatica, tendonitis, tooth disorder and uterine leiomyoma with essure. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.